Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired on the same day. It was also alleged that the event occurred due to the administration of the product for dialysis treatment.